Manufacturer narrative:
Inspected one random opened and used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that the blood glucose value kept spiking from 300-400mg/dl. Customer¿s blood glucose values were 192mg/dl, 220mg/dl, 315mg/dl, 502mg/dl, 558mg/dl and was treated with bolus. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.